Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage. Customer's blood glucose level was 300 mg/dl at the time of the incident. The customer stated that the connection with reservoir compartment was feeling loose and o ring was missing from the reservoir compartment. Customer also stated that she was getting multiple number of errors and black o ring was also missing. The customer was assisted with troubleshooting. Customer stated that the plastic o ring was came loose and they placed o ring back by glues. The device will be returned for analysis.

Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to completely broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.